Event description:
Reason for revision: stem was broken.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported devices confirms the reported implant fracture. Fatigue striations and secondary cracking on the fracture surface and the amount of the fracture surface exhibiting fatigue features indicated that fracture was caused by low stress high cycle fatigue, as higher stresses would lead to a sizeable overload region. Poor proximal fixation of the hip stem likely led to stem loosening which transfers a higher load to the distal tines of the stem. No evidence of material or manufacturing defects were apparent. Two pre-revision x-rays were reviewed. One was an a-p view and the other was a frogleg lateral view of the right hip. It was observed from the a-p view that the hip stem was in varus positioning, with radiolucencies around the sleeve. Fracture is not apparent on the a-p view. From the frogleg lateral view, fracture of the posterior tine (created by the coronal slot) is apparent. Review of the device history records finds no related manufacturing deviations or anomalies that would contributed to the reported event. The root cause is attributed to low stress high cycle fatigue. Product problem has not been identified. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.